Event description:
Repair request initiated for device with the report of loss of power and unintended system motion. It was reported that there was no patient involvement. Repair request escalated to a product event due to evaluation finding of overheating.

Manufacturer narrative:
H3: product analysis: evaluation determined that the overheating. The likely cause of failure could not be determined. The aware date is used as the date of the analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.